Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges friction and wear between cobalt and chromium metal head and liner caused large amount of metal ions and particles into blood, tissue and bone resulting to pain, discomfort and inflammation. Doi: (B)(6) 2008; dor: not reported; right hip.